Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m53v9g. Additional information requested and received: can you please clarify what you meant by "a broke on the green reload was noticed"? Was there an issue with damage to the green reload itself? If yes, can you describe the issue? There was a damage to the green reload itself. It looked like somehow the knife cut part of the reload. Ecr60g cartridge was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No further functional test could be performed due to the condition of the reload.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon used a powered echelon and different reloads to create the sleeve. After the second fire, using the green reload, the surgeon opened the jaws and noticed that the knife cut the tissue but the staples didn't close. A hole in the stomach side was noticed. A broke on the green reload was noticed. The surgeon continued the creation of the sleeve with the same device. To close the hole in the stomach the surgeon sutured the staple line. The procedure ended successfully.